Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer¿s blood glucose was 300 mg/dl. Bolus was delivered to address elevated bg level. Customer reverted to an alternate method of insulin therapy.